Manufacturer narrative:
Concomitant medical products: 5086mri52 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, the right ventricular (rv) lead exhibited high impedance and a polarity switch occurred due to the high impedance. No actions were taken and the lead will be monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.